Manufacturer narrative:
Patient weight not made available from the site.on 09/25/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.no parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system and imaging system were showing orange communication status within spine 2.1.0. Verified on the mobile view station (mvs) that the igs server (navigation system) could successfully ping. Verified that the navigation system was selected on the mvs exam page. In trouble-shooting, re-booted the navigation system, mobile view station (mvs) and image acquisition system (ias). Bypassed network ports on the imaging system and mvs. The medtronic representative recommended they replace the corrupt geocal file with the original. After a 20 minute delay in therapy, the surgeon opted to abandon the use of the navigation system and the imaging system before continuing the procedure to completion. There was no impact on patient outcome.